Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cgm error. During troubleshooting with tandem technical support, the pump was reset; however, an additional cgm error occurred. Customer's blood glucose level was 185 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.